Event description:
Customer reported experiencing multiple malfunctions with their insulin pump, first occurring in december, without specific dates. Customer¿s blood glucose level was 450 mg/dl. Technical support decided to replace the pump and provided instructions for returning the malfunctioning device and informed the customer about the availability of training for the new pump. Customer will use the current pump as a backup until the replacement arrives.